Event description:
A pt reported experiencing inaccurate erratic results with a ot ii meter. The pt's blood glucose was 198, 213, 314 within 10 minutes, with a difference of 93%. Pt did not experience any adverse events. No further info has been reported.